Event description:
Boston scientific received information that the patient with this device implanted approximately one month and unknown atrial lead experienced dizziness and was hospitalized. While in the emergency room, the patient received an appropriate shock. A review of the recorded electrograms revealed appropriate antitachycardia pacing and shocks had been delivered for high ventricular rate episodes. Interrogation revealed the atrial lead impedance measurements were high out of range, however the lead was sensing appropriately. No atrial lead noise was revealed, however impedance trends determined the atrial impedance had increased within weeks after this device was implanted. The atrial outputs were increased and this system will be further monitored. No further patient symptoms were reported.

Manufacturer narrative:
According to available information, this device was reprogrammed and this system will be further monitored. Should additional information become available, this event will be updated.